Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal/heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), vaginal discharge ("irregular vaginal discharge"), vaginal infection ("vaginal infection"), menorrhagia ("prolonged menstruation / heavy/abnormal menstruation/"), dysmenorrhoea ("severe menstrual pain"), migraine ("migraines") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain, vaginal discharge, vaginal infection, menorrhagia, dysmenorrhoea, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: complete occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / horrible pain on the left side of my pelvic region") and genital haemorrhage ("abnormal/heavy bleeding") in an adult female patient who had essure (batch no. 627308, 626904) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left side of the fallopian tube was difficult to take the essure out". The patient's past medical history included gravida I, parity 1 and shoulder operation. In 2008, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal pain/ left side of her stomach in the ovary area"), vaginal discharge ("irregular vaginal discharge"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and headache ("headaches"). In 2015, the patient experienced menorrhagia ("prolonged menstruation / heavy/abnormal menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), flank pain ("extreme pain on my left side"), abdominal distension ("feel bloated all of the time"), weight decreased ("I do not weigh more than I did before") and adnexa uteri pain ("left side of her stomach in the ovary area"). The patient was treated with surgery (essure removal (fallopian tubes retained)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the genital haemorrhage, vaginal discharge, vaginal infection, menorrhagia, dysmenorrhoea, migraine, alopecia, dyspareunia, fatigue, headache, vaginal haemorrhage, flank pain, abdominal distension, weight decreased and adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: complete occlusion of fallopian tubes physical exam: female genitalia: adnexal tenderness: right side tenderness. Concerning the injuries reported in this case, the following one/ones were reported via social media: extreme pain on my left side, feel bloated all of the time, I do not weigh more than I did before. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs received: new reporter and event "pain left side of her stomach in the ovary area" were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal/heavy bleeding") in an adult female patient who had essure (batch no. 627308, 626904) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left side of the fallopian tube was difficult to take the essure out". The patient's past medical history included gravida I and parity 1. In 2008, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal pain/ left side of her stomach in the ovary area"), vaginal discharge ("irregular vaginal discharge"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and headache ("headaches"). In 2015, the patient experienced menorrhagia ("prolonged menstruation / heavy/abnormal menstruation/") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginal infection"). The patient was treated with surgery (essure removal (fallopian tubes retained)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the genital haemorrhage, vaginal discharge, vaginal infection, menorrhagia, dysmenorrhoea, migraine, alopecia, dyspareunia, fatigue, headache and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: complete occlusion of fallopian tubes physical exam: female genitalia: adnexal tenderness: right side tenderness most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history ,concurrent condition were added. Events dyspareunia, fatigue, pelvic pain, headache, vaginal haemorrhage and the left side of the fallopian tube was difficult to take the essure out were added. On (B)(6) 2018: medical record received: incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / horrible pain on the left side of my pelvic region") and genital haemorrhage ("abnormal/heavy bleeding") in an adult female patient who had essure (batch no. 627308, 626904) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left side of the fallopian tube was difficult to take the essure out". The patient's past medical history included gravida I, parity 1 and shoulder operation. In 2008, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal pain/ left side of her stomach in the ovary area"), vaginal discharge ("irregular vaginal discharge"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and headache ("headaches"). In 2015, the patient experienced menorrhagia ("prolonged menstruation / heavy/abnormal menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), flank pain ("extreme pain on my left side"), abdominal distension ("feel bloated all of the time"), weight decreased ("I do not weigh more than I did before") and adnexa uteri pain ("pain left side of her stomach in the ovary area"). The patient was treated with surgery (essure removal (fallopian tubes retained)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the genital haemorrhage, vaginal discharge, vaginal infection, menorrhagia, dysmenorrhoea, migraine, alopecia, dyspareunia, fatigue, headache, vaginal haemorrhage, flank pain, abdominal distension, weight decreased and adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: complete occlusion of fallopian tubes. Physical exam: female genitalia: adnexal tenderness: right side tenderness. Concerning the injuries reported in this case, the following one/ones were reported via social media: extreme pain on my left side, feel bloated all of the time, I do not weigh more than I did before. Lot number: 626904 man date: 2008-03 exp date: 2010-02. Lot number: 627308 man date: 2008-05 exp date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / horrible pain on the left side of my pelvic region") and genital haemorrhage ("abnormal/heavy bleeding") in an adult female patient who had essure (batch no. 627308, 626904) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left side of the fallopian tube was difficult to take the essure out". The patient's past medical history included gravida I, parity 1 and shoulder operation. In 2008, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal pain/ left side of her stomach in the ovary area"), vaginal discharge ("irregular vaginal discharge"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and headache ("headaches"). In 2015, the patient experienced menorrhagia ("prolonged menstruation / heavy/abnormal menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), flank pain ("extreme pain on my left side"), abdominal distension ("feel bloated all of the time") and weight decreased ("I do not weigh more than I did before"). The patient was treated with surgery (essure removal (fallopian tubes retained)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the genital haemorrhage, vaginal discharge, vaginal infection, menorrhagia, dysmenorrhoea, migraine, alopecia, dyspareunia, fatigue, headache, vaginal haemorrhage, flank pain, abdominal distension and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: complete occlusion of fallopian tubes physical exam: female genitalia: adnexal tenderness: right side tenderness concerning the injuries reported in this case, the following one/ones were reported via social media: extreme pain on my left side, feel bloated all of the time, I do not weigh more than I did before. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: extreme pain on my left side, feel bloated all of the time, I do not weigh more than I did before were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / horrible pain on the left side of my pelvic region') and genital haemorrhage ('abnormal/heavy bleeding') in an adult female patient who had essure (batch no. 627308, 626904) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "the left side of the fallopian tube was difficult to take the essure out". The patient's medical history included gravida I, parity 1 and shoulder operation. In 2008, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal pain/ left side of her stomach in the ovary area"), vaginal discharge ("irregular vaginal discharge"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and headache ("headaches"). In 2015, the patient experienced menorrhagia ("prolonged menstruation / heavy/abnormal menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), flank pain ("extreme pain on my left side"), abdominal distension ("feel bloated all of the time") and adnexa uteri pain ("pain left side of her stomach in the ovary area"), was found to have a pregnancy with contraceptive device ("cheering you onto a live birth sister") and was found to have weight decreased ("I do not weigh more than I did before"). The patient was treated with surgery (essure removal (fallopian tubes retained)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the genital haemorrhage, pregnancy with contraceptive device, vaginal discharge, vaginal infection, menorrhagia, dysmenorrhoea, migraine, alopecia, dyspareunia, fatigue, headache, vaginal haemorrhage, flank pain, abdominal distension, weight decreased and adnexa uteri pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: complete occlusion of fallopian tubes. Diagnostic results: physical exam: female genitalia: adnexal tenderness: right side tenderness concerning the injuries reported in this case, the following one/ones were reported via social media: extreme pain on my left side, feel bloated all of the time, I do not weigh more than I did before. Lot number: 626904 man date: 2008-03 exp date: 2010-02. Lot number: 627308 man date: 2008-05 exp date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / horrible pain on the left side of my pelvic region') and genital haemorrhage ('abnormal/heavy bleeding') in an adult female patient who had essure (batch no. 627308, 626904) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "the left side of the fallopian tube was difficult to take the essure out". The patient's medical history included gravida I, parity 1 and shoulder operation. In 2008, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal pain/ left side of her stomach in the ovary area"), vaginal discharge ("irregular vaginal discharge"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and headache ("headaches"). In 2015, the patient experienced menorrhagia ("prolonged menstruation / heavy/abnormal menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), flank pain ("extreme pain on my left side"), abdominal distension ("feel bloated all of the time") and adnexa uteri pain ("pain left side of her stomach in the ovary area"), was found to have a pregnancy with contraceptive device ("cheering you onto a live birth sister") and was found to have weight decreased ("I do not weigh more than I did before"). The patient was treated with surgery (essure removal (fallopian tubes retained)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the genital haemorrhage, pregnancy with contraceptive device, vaginal discharge, vaginal infection, menorrhagia, dysmenorrhoea, migraine, alopecia, dyspareunia, fatigue, headache, vaginal haemorrhage, flank pain, abdominal distension, weight decreased and adnexa uteri pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: complete occlusion of fallopian tubes. Diagnostic results: physical exam: female genitalia: adnexal tenderness: right side tenderness. Concerning the injuries reported in this case, the following one/ones were reported via social media: extreme pain on my left side, feel bloated all of the time, I do not weigh more than I did before. Lot number: 626904, man date: 2008-03, exp date: 2010-02. Lot number: 627308, man date: 2008-05, exp date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media content received : reporter added. Events added- pregnancy with contraceptive device, device ineffective. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.